Manufacturer narrative:
International distributor performs own repairs; parts requested for return.printed circuit board (pcb), power supply. Intl customer; parts requested for return.

Event description:
The international distributor reported when the ventilator was powered up, it would restart repeatedly. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The distributor replaced motor controller boards to correct the finding.